Event description:
The info received from the study indicated that during the index procedure, the pt was admitted asymptomatic with a 95% stenosis in the left common carotid artery. The lesion was ulcerated, 30mm long and with a reference vessel diameter of 7mm. The lesion had mild concentric calcification and mild tortuosity. A 10 x 40 precise pro rx stent was deployed with residual stenosis of 15%. An angioguard rx was successfully deployed and retrieved with no debris or technical problems. There was an occlusion in the contralateral carotid. Heparin was administered intra-procedure. The pt was discharged the day after the procedure with no major adverse event. Discharge and post-procedure medications include aspirin and clopidogrel, which were ongoing during the 30 days follow up. There was no adverse event reported during the 30 days follow up. The pt died 13 months post procedure. The reported cause of death was neurological causes.

Manufacturer narrative:
The product is not available for eval. Additional info will be submitted within 30 days from receipt.